Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Report received that the device did not alarm prior to power loss. The pump was returned to the purchasing department with an unsigned note that stated, "looses program when unplugged." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing, the device did not sound an audible alarm tone prior to power loss. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.